Event description:
The event reported to anchor products stated that during a lap chole procedure, the surgeon recovered the gall bladder into the bag using graspers. After securing the drawstring, removal of the handle and introducer and trocar was utilized. As the surgeon was pulling the bag out of the port, the seam at the distal end of the bag failed, releasing the specimen into the pt cavity. The surgeon recovered the specimen.

Manufacturer narrative:
The retrieval bag was not returned for investigation. All retrieval bags are 100% inspected at incoming inspection; they are also examined throughout the assembly and pouching processes; no issues were reported and documented. (B)(4). The most common reason for the bag failing is a small cut or other instrument damage during surgery. The bag will then tear when force is applied. The cause of the bag tearing cannot be determined at this time, and as such, no conclusion can be drawn at this time.